Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced sterile peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with intraperitoneal vancomycin (500 milligram, one dose only) and oral ciproxine (5mg/kg, two doses only, the same day) for sterile peritonitis. Physioneal 1.36% therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.